Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery issues. They would not get a low battery alert and it would go down to zero bars but there was no alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm history was checked and there were low batter alarms. The customer stated that the insulin pump was alerting her right before it was about to turn off. They were getting the low battery when there were no bars left. The battery indicator was reviewed. The battery indicator did not show less than 2 bars. The battery lasted more than one week. The customer was advised to monitor the insulin pump and call if problems recur. The device will not be returned for analysis.